Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-mar-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that both med ids were checked and found that the override group was not checked. A technical support specialist compared it with another med ID that was successfully showing under the patient. The customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower order stated not on formulary. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.